Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker experienced a syncopal episode during threshold testing in their clinic. The device would be reprogrammed to turn on auto capture, and the patient would continue to be followed. No additional adverse patient effects were reported. The device remains in service.